Event description:
Procedure: lobectomy. According to the reporter: the instrument was fired over the small bronchus / right lower lobe and air leak was found at leak test. Staples formed on the specimen side only. Device was fired to recover. No bleeding. There was no delay in surgery time and patient information is not available. Unanticipated tissue loss resulted from the additional firing with the device application.